Manufacturer narrative:
Name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where insulin was leaking, connection at the insertion site could not be locked securely after attempting multiple time the infusion set remained loose on (B)(6) 2026.